Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image and defective socket. The event occurred during set up / inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn out video connector latch causing poor connection with pigtails. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the overall worn-out and deteriorated video connector could be the cause of the defective socket and having no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.